Event description:
It was reported that during the implant attempt of the right ventricular (rv) lead the physician had position/fixation difficulty and poor threshold testing. It was also noted that there was tissue within the helix upon removal of the lead. It was further reported that the patient went into complete heart block. The physician implanted a new lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.